Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt lost stimulation and had not charged her ipg in approx 3 months. The pt could not recall exactly when stimulation was lost. The ipg was unable to communicate with external devices. The pt plans to meet with the sjm rep regarding the issue.